Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to post-sensed t-wave oversensing on the ventricular channel. The device was found in software reset mode. The device was restored with a memory map successfully saved. The device was reported at normal elective replacement indicator. The physician planned on replacing the device with a competitor for compatibility. No additonal information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: UDI.

Event description:
New information received states the device was explanted. No further information is available.